Event description:
Customer stated they had been getting higher than usual results for 4 to 6 weeks. The customers family member advised pt to increase their medication. The morning of the incident around 6am the customer received a result of 181mg/dl. Approximatley 10 hours later the customer bottomed out. Their blood glucose was 61mg/dl. Another family member gave the customer orange juice and called paramedics. Paramedics arrived and the customer was given more orange juice and taken to the hospital. The customer was admitted. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.